Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's implantable neurostimulator (ins) had moved down in the pocket and was uncomfortable. Surgical intervention was undertaken on (B)(6) 2017 and the ins was relocated.